Event description:
It was reported that patient underwent a knee procedure on (B)(6)1999. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to wear. The bearing was removed and replaced. A review of the invoice history confirmed the initial surgery date; however, a revision invoice could not be located to confirm the surgery date and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "wear and/or deformation of articulating surfaces."